Manufacturer narrative:
The initial complaint by the customer did not confirm that an MDR would be required. However, per the info received on 04/13/2023 consumer stated medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 04/24/2023 unused returned product were submitted to the lab for testing with no defects noted. Also manufacturer evaluated retained samples of the same lot with no defects noted. In addition, aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details.

Event description:
The consumer reported on 03/15/2023 that product caused an adverse reaction. The consumer informed us that she wants to file a claim for medical services and supplies. On the completed cir received from the consumer on 04/13/2023, she confirmed she sought medical attention and was prescribed gabapentin 300mg and over-the-counter medication vitamin e and calamine. She added that the symptoms were correct after she stopped using the product, but she has a scar.